Event description:
It was reported that a stent was implanted in the inverventricular artery. An attempt was made to place the vision stent in proximity to the first implanted stent, but resistance was felt and the device was withdrawn. During the removal attempt, the stent dislodged from the balloon.